Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer had "accidently turned on exercise activity" resulting in the low bg. Tandem technical support confirmed the pump was operating as intended and customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.